Event description:
It was reported that the customer was experiencing low blood glucose. The reported blood glucose reading was 47 mg/dl. The customer's daughter stated that she would be taking the customer to the hospital for the treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.